Manufacturer narrative:
Corrected data: on the follow-up#1 submitted on 2 aug 2016, (B)(4). The MFR report# was entered incorrectly as 1644408-2016-00648; it should be 1644408-2015-00648.

Manufacturer narrative:
The reason for this revision surgery was a bearing had disassociated in the elbow and the locking pin had came out of the implant. The locking pin was left in the patient since it had migrated close to a nerve end and the surgeon felt there was a risk associated with removing the pin. The length of the in-vivo service was 4 months. There is no information in this complaint about any patient injuries, activities, or accidents that may have contributed to the need for this revision surgery. The healthcare professional indicated there was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was disposed of at the hospital and not made available to djo surgical for examination. A review of the device history records (dhrs) revealed no discrepancies or issues with the manufacturing history of this part. All parts were found to meet design and manufacturing specifications. No non-conforming material reports (ncmr's) were associated with this part. A search of the djo surgical patient database was not conducted since biomet products and surgeries are not included in the djo historical surgical records at this time. No complaint history is available at this time per zimmer biomet. This event is deemed to be non-product related. The surgeon provided no information that definitively described the root cause or reason of the disassociation. The scope of this investigation is limited without having the parts available to djo surgical for evaluation. Other conditions relating to this event could not be determined with confidence. Inventory containment is not required as there are no indications of a product or process issue affecting implant safety or effectiveness.

Event description:
Revision surgery - it was reported the patient underwent a right total elbow arthroplasty on (B)(6) 2009. Subsequently, the patient was revised on (B)(6) 2015 due to poly bearing wear. The bearing was removed and replaced. On (B)(6) 2015 the patient was revised again because the bearing disassociated and the locking pin came out. During this revision, the ulna and the bearing were removed and replaced. The locking pin was left in the patient because it had migrated close to a nerve and the surgeon thought it would be too risky to try removing. Currently there are no plans to remove the locking pin.